Event description:
The following article was received based on a literature review: title: occurrence of motility disorders in patients undergoing tube surgery-consecutive, retrospective follow-up case series analysis. A retrospective study was done to investigate the occurrence and patterns of postoperative motility disorders overall and between two glaucoma drainage devices (gdd) ahmed and baerveldt tubes using the hess screen test. A total of 40 patients with refractory glaucoma were either treated with ahmed fp7 glaucoma valve (n=20; new world medical) or the baerveldt 350mm glaucoma implant (n=20; johnson & johnson vision). In patients implanted with the baerveldt 350mm glaucoma implant, a total of 16 patients had ocular motility restriction (down-gaze n=3; adduction n=6; up-gaze and adduction n=1; and down-gaze and adduction n=6) between 6-12 months post-op. In the baerveldt group, 5 patients reported diplopia in the early postoperative phase (3¿6 months), 8 patients reported diplopia between 6-12 months in which 5 requiring treatment, and 4 had diplopia in the late postoperative phase (12 to 24 months).

Manufacturer narrative:
The mean age of the 40 included patients was 67.1 years. Sex - 64% were female. Date of event: exact dates not provided, article acceptance date is april 13, 2021. Model number: the exact model is unknown as the serial number was not provided, only indicated baerveldt-350. Implant date: the exact dates of implants are unknown/, but the surgeries occurred between (B)(6) 2015 and (B)(6) 2017. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. (B)(4). Citation: scherrer e, bachmann lm, job o, müller l, thiel ma, bochmann f: occurrence of motility disorders in patients undergoing tube surgery¿consecutive, retrospective follow-up case series analysis, graefe¿s archive for clinical and experimental ophthalmology (2021) 259:pp. 2363¿2371. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.